Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) received shock and anti-tachycardia pacing (atp) therapies for atrial fibrillation (af) with rapid ventricular response which exhausted therapy. Moreover, there were no out-of-range (oor) measurements and syncope or dizziness noted. Boston scientific technical services (ts) then provided programming options. The ICD remains in service. No adverse patient effects were reported.